Event description:
The customer reported to olympus when using an evis exera ii xenon light source, all the controls on the front panel were blinking during the intended procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the xenon lamp being at end of life and needed to be replaced. Additional evaluation findings are as follows: the lens turret did not move, and the scope socket was worn and had air leaks. Both the turret motor and the scope socket need to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, all controls blinks on front panel occurred due to failure of lens turret motor. The cause of the failed turret motor could not be identified. Olympus will continue to monitor field performance for this device.